Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for thoracolumbar fusion surgery using the expedium verse system. During the surgery, when inserting screws, the polydriver handle would not disengage from one of the screws. Surgeon moved the screw with the handle attached and was able to separate the screw, but threads were damaged. The assumption is the malfunction is related to threads at the tip of the polydriver handle that thread into the screwhead. There are 2 polydrive handles in the verse set. The second one in the set did not have an issue disengaging from the screws, so it was used to finish inserting screws. The screwdriver shaft and sleeve that are assembled with the polydriver handle to create the complete screwdriver assembly did not have issues. The surgery was completed successfully with 3-5 minutes delay. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) verse x25 inserter/tightener. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h4, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5397013 was released in two (2) batches: - batch 1: lot qty of (B)(4) were released on 27-aug-2019 with no discrepancies. - batch 2: lot qty of (B)(4) were released on 12-sep-2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener (p/n: 2997-04-230, lot #: gm5397013) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped. The very distal portions of the tips were rounded, almost worn to the core. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection per guidance, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.